Manufacturer narrative:
Product ID 7425, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2020. Product type implantable neurostimulator, product ID 3888-28, lot# l67716, implanted: (B)(6) 2000. Product type lead product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2020. Product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that another rep saw the patient in the office on the day prior to the report. The rep was unable to communicate with the battery. The patient was making an appointment with her surgeon to discuss next steps. The rep would attend that appointment and interrogate the battery to check impedances. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 7425 lot# serial# (B)(6), implanted: (B)(6) 2010, explanted: (B)(6) 2020. Product type implantable n eurostimulator product ID 3888-28 lot# l67716 serial# implanted: (B)(6) 2000 explanted product type lead. Product ID 7495-51 lot# serial# (B)(6), implanted: (B)(6) 2000, explanted: (B)(6) 2020 product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that after the explant the facility discarded the device.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the device was explanted on (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the device was recently removed due to the patient not getting relief since implant. The patient attempted to use the therapy again after noticing no improvement in pain relief right away, but they still experienced no relief/improvement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 7425, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2020, product type: implantable neurostimulator. Product ID: 3888-28, lot#: l67716, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial#: (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2020, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that during replacement, 2 of 4 contacts were able to be used, the others were high impedances. Had to direct connect to the lead, as with extension all impedances were out of range. The issue was resolved. The ins and the extension were discarded. The hcp had no further information. Patient's weight was asked but unknown. On 3/26 rep reported that the high impedances were on the new device. All contacts showed high impedance only when the new device was connected through the extensions. When device was connected directly to the lead, there were only 2 contacts that showed >40000. The doctor was suggested to change the leads too, but they decided not to and placed the device closer to the lead. The programming was done around the 2 high impedances and patient was getting relief after the implant. But couple of days ago, patient called the rep and stated that she turns the device all the way up and is not getting the relief. The cause of the high impedances is unknown. Due to covid-19 and limited access to patients, it is unknown when patient will be seen again to attempt another reprogramming. Tentatively, patient has an appointment on 4/3. No devices will be returned. They were sent to pathology by the hcp and hcp was informed to return them. No further complications were reported. Omitted info regarding pe (B)(4) -not getting the same relief/eos.